Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity on the both eyes (ou) at a 2 week post-operative exam. A brief description from the surgery center indicated that the patient is extremely light sensitive and has good monovision results. The patient's comments was eyes were very light sensitive and is unable to drive at night or watch tv at night in addition, the patient states it is getting worse over the last 3 to 4 days, therefore the surgery center indicated this event is lasting and disabling, significantly interfering with daily activities. Pred forte (pf) 1%, (topical steroids) was increased every hour for 2 days and then taper. Bcva from (B)(6) 2016: right eye pre-op 20/20 .75 x -.75 x 90, left eye pre-op 20/20 .75 x -1.50 x 85.